Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b2, b5, b6, b7, g1, g2, h6.

Event description:
Patient representative later reported the following- "plaintiff(s) allege that one or more biocell devices caused personal injuries nd damages, including but not limited to the following: open skin sores (not device related), sicca syndrome (not device related), triggered vasculitis (not device related), dry and painful eyes and mouth, rashes, tingling skin, hair loss, severe inflammation of lymph nodes, invasive surgeries to remove breast implants, capsules, lymph nodes and total mastectomy leaving permanent scars, chemotherapy, radiation, multiple contrast-requiring and/or radiation-exposing scans, substantial hospital, medical and pharmaceutical expenses, loss of earnings, fear of cancer recurrence, emotional distress, pain and suffering." Patient reportedly passed away.

Event description:
Healthcare professional reported the patient tested positive for bia-alcl. MRI also noted "very trace peri-implant fluid". Pathological markers were not provided. Device has been explanted. This is for the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation device, creases fold, red particles and weight to the spec. Cloudy, voids and bubbles in the gel observed after autoclave cycle base on the device analysis the final assessment is that no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl, seroma. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported the patient tested positive for bia-alcl. MRI also noted "very trace peri-implant fluid". Pathological markers were not provided. Device has been explanted. This is for the right side.